Event description:
The device was used during a thoracoscopic bullectomy. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital reported no pt injury occurred.